Event description:
The manufacturer received information alleging the device enclosure was misaligned. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint regarding the misaligned enclosure was not confirmed. The enclosure was aligned properly. During device evaluation, unit information could not be retrieved due to a system board issue. During initial power up, the device would not communicate with the trilogy toolbox. The system central processing unit board required replacement to address this issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.